Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an or kit component. The customer noted fraying raytec in or during initial count. Taken off field. Did not reach the patient